Manufacturer narrative:
Follow-up #1, date of submission 11/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the pump was booted to verify that the display screen was dim with pink contrast. The dim display was replaced with a new test screen and contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen became dim all at once and was difficult to read in brightly lit settings. There was no improvement after a battery change or contrast adjustment. No damage, trauma, or exposure to moisture was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.